Event description:
Contaminated deroyal vascular pack. Ref 89-10581.01. Lot 55247060. Expiration date 1-1-2024. Suction tubing with red debris. Discovered before patient entered the room.

Event description:
Contaminated deroyal vascular pack. Ref 89-10581.01. Lot 55247060. Expiration date 1-1-2024. Suction tubing with red debris. Discovered before patient entered the room.